Event description:
One piece of the portcatheter detached and moved into the venous system. The pt is well and the piece of the port catheter is planned to be removed.

Event description:
One piece of the port catheter detached and moved into the venous system. The piece of the port catheter was removed and returned to manufacturer for analysis.